Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for the past few weeks in the 300s (mg/dl) with large ketones. Manual injections were administered to address bg level. The customer stated that the pump was the suspected cause of the elevated bg levels. Reportedly the customer will continue to use the pump until the replacement pump is received.